Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon was leaking. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal right coronary artery (rca). A 15mmx4.00mm wolverine cutting balloon monorail and 10mmx4.00mm wolverine cutting balloon monorail were selected for percutaneous transluminal coronary angioplasty (ptca) to right coronary artery (rca). During procedure, a non-boston scientific balloon was used to predilate the proximal lesion, but there was a dog bone effect. Wolverine cutting balloon was then loaded and lesion was crossed. At lesion site, the wolverine cutting balloon was slowly inflated at 1 atm, but the pressure could not be increased. The product was removed outside and checked. There was a leak observed in the balloon on inflation. Consequently, another wolverine cutting balloon 4.0 x 10 mm was used but the pressure could not be increased above 1atm. This balloon was also found to have a leak. The procedure was completed. No complications were reported.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination revealed no issues with the hypotube shaft. No issues identified during examination of the extrusion shaft. A detailed microscopic examination of the balloon material identified a pinhole above the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was then made to inflate the balloon to 12 atmospheres as per instructions for use, however, a leak was noted coming from the pinhole above the proximal markerband.

Event description:
It was reported that balloon was leaking. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal right coronary artery (rca). A 15mmx4.00mm wolverine cutting balloon monorail and 10mmx4.00mm wolverine cutting balloon monorail were selected for percutaneous transluminal coronary angioplasty (ptca) to right coronary artery (rca). During procedure, a non-boston scientific balloon was used to predilate the proximal lesion, but there was a dog bone effect. Wolverine cutting balloon was then loaded and lesion was crossed. At lesion site, the wolverine cutting balloon was slowly inflated at 1 atm, but the pressure could not be increased. The product was removed outside and checked. There was a leak observed in the balloon on inflation. Consequently, another wolverine cutting balloon 4.0 x 10 mm was used but the pressure could not be increased above 1atm. This balloon was also found to have a leak. The procedure was completed. No complications were reported.